Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, a chest x-ray revealed that the left ventricular lead had dislodged. On (B)(6) 2016 the lead was explanted and replaced. The patient was in stable condition before and post surgery.